Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. It was noted that a gradual increase in measurements had been occurring and it was believed to be due to calcification. Troubleshooting and reprogramming options were discussed. No adverse patient effects were reported.